Event description:
During coil embolization of an aneurysm at the patient¿s middle cerebral artery the resistance was felt when advancing an orbit galaxy coil (640cf0615/16029139) through the microcatheter. When removing the coil, the physician found that the middle of the coil was slightly unraveled. The patient¿s vessels were not tortuous and not calcified. It was reported that a 7fr launcher (medtronic, type unknown), an excelsior sl-10 (stryker, type unknown), and a dcs syringe ii (lot unknown) were also used for the above procedure. Neither the further details of the patient nor the concomitant devices are available. It was reported that when the physician was inserting the complaint coil into the microcatheter, he experienced an abnormal resistance at the middle. The coil was withdrawn and the actual coil was visually inspected. The physician found that the middle of the actual coil was slightly unraveled. 5 other galaxy coils were used without a complication, and the procedure was completed without delay. There were no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends, etc.) Was noted on the product by visual inspection. Also no visible damages were reported on the concomitant devices after the events. There was no unintended detachment of the coil observed in the vessel or in the microcatheter. The product is not available for investigation. No further information is available.

Manufacturer narrative:
Concomitant medical products: 7fr launcher (medtronic, type unknown), excelsior sl-10 (stryker, type unknown), dcs syringe ii (lot unknown). Review of DHR for lot 16029139 revealed no issues that were considered potentially related to the reported complaint. Based on the information, the event could not be confirmed. The product was not returned for analysis; however, a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.